Manufacturer narrative:
Technician found that the casters would not hold when set. Replaced 4 brake casters to resolve this issue.

Event description:
Complaint indicated that the casters do not hold when set. No injury alleged.